Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. The o2 dosing valve replaced, however it didn't resolved the issue. As a resolution, customer ordered new insp. Block for replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, logs shows could not see anything out of the norm in the o2 gas path test. Advised customer to perform o2 dosing as it resolves previous issue. Customer was not able to fix the issue with o2 dosing valve replacement. Vyaire provided new insp. Block for replacement to resolve the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that when the bellavista1000 us ventilator fio2 goes to 100% the respiratory rate (rr) goes from 15 to 21. If it removes the flow trigger, the rate stays at 15, only high rate alarm. Customer confirm that the issue happened only during testing. Furthermore, there was no patient involvement associated with the event.